Event description:
It was reported that the patient was presented to the hospital for a scheduled procedure. During procedure, the right atrial (ra) lead when measured with the pacing system analyzer (psa) showed over-sensed noise. The ra lead was removed and replaced on (B)(4) 2024. The patient had no adverse consequences.

Manufacturer narrative:
The reported events of noise oversensing were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies. No other anomalies were seen.

Manufacturer narrative:
Correction performed on the investigation conclusion code previously reported as "cause not established" to "no problem detected". The entry was made in error.